Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead had perforated the patient's heart. This information was obtained via fluoroscopy and echocardiography. A pericardiocentesis was performed. The lead was also cut near the post and used as a plug in the rv port. There were no additional adverse patient effects reported.